Event description:
Extension set broke while in use. Break occurred at junction of tubing and end that connects to IV line. On (B)(6) 2014 defective product returned to office for analysis. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: PICC line needs extension tubing.